Manufacturer narrative:
Concomitant medical products: product ID: dvbb1d1 ICD, implanted: (B)(6) 2013; product ID: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to endocarditis. A new ICD system was placed the same day. No further patient complications have been reported as a result of this event.